Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the pump turned off and alarmed. There was unknown, patient involvement. No patient injury was reported.

Manufacturer narrative:
Manufacturing plant address, state, and zip code corrected. H3: one device was returned for repair with complaint that the pump turned off and alarmed. Performed verification testing. Power on testing failed-intermittent. Reported problem duplicated during power on testing. Device was turning off by itself with 50% charge due to main printed circuit board (pcb) failure.